Manufacturer narrative:
For this event related to exemption number e2012014, the device was disposed.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012014 for product code kod. This report summarizes 1 event reported to boston scientific for occluder balloon catheter balloon burst. The patients sex and age are both unknown along with all other demographic information .